Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
On (B)(6) 2017, crts (B)(4), (con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that the patient stated they woke up with leg spasms and when they checked the ins they encountered a power on reset (por) message. The rep reported that the por code was 0x8 on their left ins. The rep also reported that the ins was showing an elective replacement indicator (eri) and the battery voltage was 2.595v. The rep reported that the estimated longevity was as follows: interleaving 1: 3.56v/210pw/60hz. Therapy impedance: 556 ohms interleaving 2: 3.3v/180pw/60hz. Therapy impedance 1030 ohms. On24/7 estimated longevity: eri: 20.64 months and eos: 23.64 months the rep reported that based on the estimated longevity, the battery was depleting normally. The rep reported meeting with the patient on (B)(6) 2017, and stated that the patient's implant showed end of service (eos). The rep reported that the battery voltage read as 2.57v, and impedances were 806-1433 monopolar, and 989-2009 bipole. The rep reported that the only thing the patient was near was a magnetic resistance stationary bike. The rep reported that the patient's ins's were explanted and replaced, because the ins reset for an unknown reason and after being reset went into eos a week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the devices have been located and they were going to send them back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause remained unknown. It was noted the patient had their devices replaced. It was unknown if the issue was resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins determined that the telemetry was acceptable, however the battery was near normal depletion. Eos bit was reset using lab programmer in order to test the output. There were no issues when pressing on the ins can. Telemetry was acceptable. Information was obtained from ins upon receipt indicated device had reached eos. If information is provided in the future, a supplemental report will be issued.